Manufacturer narrative:
The insulin pump passed the displacement test, the rewind test, the basic occlusion test, the occlusion test, the prime test, and the excessive no delivery test. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report that the insulin pump had been dropped because of a broken belt clip and reported high blood glucose levels. The customer's blood glucose levels ranged from 170 to 400 mg/dl. The customer reported symptoms of nausea, thirst, frequent urination, and body aches. The customer treated with the insulin pump. The customer reported cracks to the device. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.